Manufacturer narrative:
The sample was not returned. The finished product met all specifications prior to being released for general distribution. The instructions for use which accompanies all devices currently addresses potential risks associated with surgically implanted materials. The instructions for use states in the adverse reactions: "potential adverse reactions are those typically associated with surgically implantable materials, including hematoma, seroma, mucosal or visceral erosion, infection, inflammation, sensitization, dyspareunia, scarification and contraction, fistula formation, extrusion and recurrence of vaginal wall prolapse. Perforations or lacerations of vessels, nerves, bladder, bowel, rectum, or any viscera may occur during needle passage." (B)(4).

Event description:
It was reported by the pt's attorney that as a result of having the product implanted, the pt has experienced pain, disability and impairment. Complaint #(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Per additional information received, the patient has experienced, difficulty emptying bladder, vaginal shortening, vaginal pain, pelvic pain and aching, urinary tract infections, cystocele, dyspareunia, rectocele, recurrent or chronic vaginal or bladder infections, urinary incontinence, stage I uterine prolapse, nocturia, pain to right hip is nerve entrapment right side of vaginal at the edge of the graft. Urinary retention, pain with intercourse, back pain, abdominal pain.

Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per additional information received, the patient has experienced cystocele stage one, paravaginal defect, rectocele stage one, intermittent bulge, pelvic pressure, pain at introitus, bladder and rectum, pain at scar incision line, chronic cystitis, atrophic vaginitis, post ventral hernia repair, pelvic floor dysfunction, palpable mesh, frequency, removal of mesh, revision of vaginal graft, urgency, vaginal scar, hypoactive sexual desire, trigger point injections, bilateral groin pain, suspected pudendal nerve entrapment worsening, constant burning, stabbing and throbbing perineal pain, vagina too short for her husband since initial surgery, blood in urine, coccydynia, weak urine stream, leakage, vulvar pain, pain in lower back and buttocks through the lateral hips, dysuria, voiding dysfunction, one surgical and multiple nonsurgical interventions.